Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that they experienced high blood glucose. The customer blood glucose level was 588 mg/dl. Customer was treated with manual injection. Customer was alleging the insulin pump was under delivering. The product will not be returned for analysis.